Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in an anomalous mid circumflex artery. Predilation was performed with a 2.0mmx15mm non-bsc balloon. A 2.50mmx20mm synergy ii everolimus-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noticed that the distal stent struts got lifted. The lesion was again dilated with the 2.0mmx15mm non-bsc balloon and the procedure was completed with the implantation of a 2.5mmx28mm synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.